Manufacturer narrative:
Our product evaluation lab received one model 12tlw403f catheter. The reported inflation issue was confirmed. The balloon was found to be ruptured in the middle area. The rupture edges did not appear to match up. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. The through lumen was patent without any leakage or occlusion. There was no other visible damage or abnormality was observed from catheter body or windings. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use during the inflation test, the balloon of this fogarty catheter could not maintain its inflation due to balloon leakage. There were no patient injury.